Manufacturer narrative:
(B)(4). Batch # p91z5r. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it was noted to be empty. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl spring was found out of position causing the lockout failures. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown surgery, the firing force was higher than expected at the first firing. Then, it was found that the clip was not fed into the jaws when the device was fired outside the patient for functionality. Another device was used to complete the case. There were no adverse consequences to the patient.